Event description:
The pt was implanted with a left ventricular assist device. Power elevations not associated with pi events occurred 24 hours after the pt was originally implanted. Ldh was mildly elevated. The pt was admitted twice for elevated ldh's. On (B)(6) 2012, a device tracking form was received, which indicated that the pt had a pump exchange on (B)(6) 2012.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.